Manufacturer narrative:
It was reported that a communication failure occurred. A DHR review and a complaint history review were performed and did identify 1 similar complaint with the same root cause within the past 12 months. Analysis of data logs determined that the root cause of the issue is a shared memory error between mario_win and mario_rtx.

Event description:
Around 6:45pm est, the robot experienced what appeared to be a random software communication error. After completing the verification of the registration, the robot arm was sent home. After getting to the home position, the pointer instrument was removed from the interface, and then a few moments later, an audible click noise was heard and the communication error message appeared. The robot was restarted, which gave less than a 5 minute delay. The patient was under anesthesia and no incisions were made.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI # : (B)(4).

Event description:
Around 6:45pm est, the robot experienced what appeared to be a random software communication error. After completing the verification of the registration, the robot arm was sent home. After getting to the home position, the pointer instrument was removed from the interface, and then a few moments later, an audible click noise was heard and the communication error message appeared. The robot was restarted, which gave less than a 5 minute delay. The patient was under anesthesia and no incisions were made.